Event description:
During the lap prostatectomy, the jaws would not close and the handle is extremely hard to open. Another was used to complete the case with the same problem. There was no patient consequence.